Event description:
A medtronic rep reported a gemstone computer with a screen that often freezes. This was not during surgery. There was no pt present.

Manufacturer narrative:
RMA issued. Suspect computer has not yet been returned to the MFR for eval.